Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/22/2020. Additional h6 component code: g07002 - device not returned. Additional h3 investigation summary: it was reported that the needle breaks off suture during sewing. An opened box with eleven unopened samples of product code mcp422, lot # qbmmlj were received for evaluation. During the visual inspection of eleven unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qbmmlj / mcp442h40, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: do you mean the needle separated from the suture during the procedure? Yes was the needle removed from the patient during the same procedure? Yes. Procedure date? (B)(6) 2020. Was there any patient consequence or injury? No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent orthopaedic surgery on (B)(6) 2020 and suture was used. The needle broke off the suture during sewing. The procedure was completed with a like device. There were no adverse patient consequences reported.